Event description:
It was reported by service report that the siderail would not latch in the up position and the top rail was broken. There was pt involvement; however, no adverse consequences are reported.